Manufacturer narrative:
(B)(4). The maude event report indicated that the device is not available for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
A maude event report received by boston scientific corporation, reported that the jaw of a radial jaw 3 single-use biopsy forceps broke off. The date of the event is reported as (B)(6), 2010. There were no patient complications reported as a result of this event. No other information was provided in the report and no further details were able to be ascertained by boston scientific corporation.